Event description:
On (B)(6) 2022, fresenius became aware this 51-year-old female patient previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient's primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc's >1000) were collected, and the patient was diagnosed with peritonitis. The patient is currently being treated with intra peritoneal (ip) vancomycin and ceftazidime (dosages, frequency, durations not provided). The patient's peritoneal effluent culture result was negative at the 72-hour mark, and the patient's antibiotics are being continued. The pdrn attributed causality to a loose connection between the patient's pd catheter (not a fresenius product) and the liberty cycler set. The connection was loose (not tightened properly), and it disconnected when she rolled over in bed (occurred at night on (B)(6) 2022). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).